Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'audio too soft' which was reproduced during evaluation as low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an audio of spectrum iq pump was too soft. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.